Event description:
Reportedly, the pouch was cinched to collect the specimen, and the string broke without excess force. Used another. No injury. Procedure: lap chole.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.